Event description:
Hamilton medical ag received the following event description: "the ventilator warned several technical failures. In one of the cases, it was not possible to turn off the ventilator. Only by removing the battery did the ventilator turn off."

Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.